Event description:
It was reported that during the procedure, gastro-entero resection is performed with echelon pwd and gst60b, and postoperative bleeding is noted. Patient did not require revision surgery. An endoscopy was performed.

Manufacturer narrative:
(B)(4). Batch # unk. Attempt was made to obtain additional information, to date no response has been received and device analysis has been completed. Follow-up activity closed. What was the indication for surgery? What was the exact procedure? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What was the color cartridge used throughout the procedure? Were there any issues with staple formation throughout the procedure? Could you please provide a timeline of events? Was the site of bleed identified? Can details be provided as to what was done in the ¿endoscopy¿ procedure? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.